Event description:
It was reported in the abstract for article entitled "no infection in 100 consecutive cases of vagus nerve stimulation for treatment of refractory epilepsy" by horacio senties-madrid, et. Al. That the physician has not seen an infection in 100 consecutive completed vns implants. However, it notes that "since vagal nerve stimulation was added into the surgical armamentarium for treatment of refractory epilepsy, infections have been reported in 1-6% of cases." It is unk where this info regarding infection rate is from as the abstract does not have references and the full article has not yet been obtained for review. Per author, they believe that if proper procedures are followed with use of prophylactic antibiotics on good surgical candidates, the "infection rate for vns should be nil." Attempts to obtain the full article for review are underway.